Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The director for a summer camp reported via phone call that the customer had dropped the pump after he took a shower. Customer stated that he saw a big crack in the pump. Customer's blood glucose was 67 mg/dl at the time of the incident. Customer stated that the crack was through the screen and the pump was dropped on the floor. Customer can only see the battery indicator and stated that there looks like there is a big ink blot in the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.